Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for investigation. The design engineer took the CT scan slice and overlaid a bar shape and several length options for the surgeon to select from. The size of the bar is dependent on the location of the CT scan, and the length of the bar is signed off by the surgeon. There were no indications of manufacturing defects. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The product will not be returned by the hospital. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the surgeon was unhappy with the fit of the bar based on the length suggested and chosen. The surgeon requested one size; based on the scan a shorter size was recommended. The surgeon deferred to the recommended size so it was made per the surgeon's agreement. The placement indicated on the confirmation scan is where the surgeon attempted to implant the custom bar. The surgeon had a difficult time placing the bar so he used a longer stock bar and bent it during the surgery. The event caused a delay of thirty minutes. The patient was not injured.